Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod dash insulin management system ¿ user guide.  Model: 18320.  18296-eng-aw rev b 06/18.  Blood glucose readings.  Chapter 4 / page 56.  Warnings:  blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported that the patient's blood glucose levels reached 413 mg/dl while wearing the pod. Patient noticed a rise in bg levels after 4 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent. As treatment, a new pod was applied.

Manufacturer narrative:
The exposed portion of the soft cannula was found to be bent. Investigation found the damage did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. It could not be conclusively determined when or what caused the damage to the exposed portion of the soft cannula. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.